Event description:
Rptr became very ill 2 wks after implant surgery. She thought it was lyme's desease. Also reports "fibrocytis," arthritis-like joint pains, fatigue and nausea. Rptr is in bed much of the time. She developed raynaud's and atypical sjogren's syndrome later on. She has dry eyes and the corner stick to the eyelid which is very painful. Also reports weakness in muscles and hands. Implants have not been explanted.